Event description:
On (B)(6) 2011, pt reported he had been experiencing elevated blood glucose concerns and was diagnosed with dka a few months ago while he was in the hospital. Pt stated he was not sure how long he was having elevated blood glucose concerns because he wasn't testing regularly. Pt reported on day he felt bad and decided to test and his blood glucose reading got as high as 460 mg/dl at about 3 am. Pt stated he attempted to bolus to bring his blood glucose levels back down. Pt reported he checked his blood glucose level again at 5:30 am and had a reading of 560 mg/dl. Pt stated he was unsure of his blood glucose target range because his readings fluctuate a lot. Pt reported receiving no error messages on the infusion device. Pt stated the infusion site, infusion set tubing, and insulin cartridge were all new. Pt reported there was no blood in the infusion set tubing or leaks in the system. Pt stated he was under extreme stress. Pt reported a family member drove him to the hospital later in the day around 3 pm when he realized his blood glucose kept rising instead of dropping. Pt stated he doesn't recall the treatment provided. Pt reported they took him off of pump therapy and he remained in the hospital for 3 days. Pt stated they advised him to start injection therapy instead of resuming pump therapy. Pt requested to return his infusion device. Requested return of the alleged fusion device for eval.